Event description:
Boston scientific crm received information that the patient's husband noted that his wife's pacemaker malfunctioned after she walked through airport security. He stated that his wife told airport security that she had a pacemaker and still they insisted that she go through the metal detector. The husband reports that his wife felt a strong pull on the pacemaker and became ill. Paramedics treated the patient and she was taken to the hospital where a pacemaker malfunction was diagnosed. The device remained implanted. No further adverse patient effects were reported. The device was implanted 22 years ago and recently returned from another manufacturer.

Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was throughly inspected and analyzed. The device was then subjected to a series of diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device was within normal limits for normal battery depletion. The device performed normally throughout testing.